Event description:
Pct went to take size l glove out of box (infor #575260) and glove was visibly moldy (green). Picture sent to csc via email. Manufacturer response for exam glove, exam glove (per site reporter) tech threw out the "moldy" gloves. [Redacted date] - emailed [redacted name]. [Redacted date] - RMA and mailer label received. [Redacted date] - sample shipped fedex.